Event description:
It was reported that the patient presented with infra-hisian disease and a right ventricular lead that was dislodged as confirmed via x-ray. During the lead revision, the helix exhibited unspecified rotation issue. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, only the distal portion of the lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cutting the lead to access the inner coil for helix testing, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. X-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.